Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A complaint history check was performed and this is the 7th related complaint for needle hub separates on lot # 0055935. Customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 0055935. Customer states that the needle with the shied was separated from the barrel when removing the shield. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch # 0055935 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the needle hub separated from the bd ultra-fine¿ insulin syringe barrel when removing the shield. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer (hospital) reported about the following two issues of syringe 0.3ml (326631): the needle with the shied was separated from the barrel when removing the shield. The needle was found to be missing when removing the shield". Lot number is updated from unknown to 0118346 and 0055935.